Manufacturer narrative:
Additional information received reported that the use error was reported to be technical and involving non-mdt products continued from medical devices: information references the main component of the system. Other relevant device(s) are: catalog # etlw1616c124ee, serial # (B)(4), use by date: 2020-05-21, upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the chevar endovascular treatment of a 75mm diameter abdominal aortic aneurysm. It was reported that the patient expired three days later. It was reported the cause of the event was due to use error. Per the physician, the event was not related to the endurant ii and the cause cannot be determined. No additional clinical sequelae were reported, and the patient has expired.